Event description:
It was reported that the evita was connected to patient who was very ill. The device gave continuous alarm, "airway pressure too high". Doctor and nurses tried to solve this but what ever they did failure did not go away. Finally they swapped the patient unit for a disposable expiration valve and self test revealed that machine had a technical error (self test failed). Then they swapped the patient unit back for the original non-disposable expiration valve. The self test did not revealed any error. Still the unit was not working properly. It was reported that after this device was reconnected to the patient, the patient died.